Event description:
It was reported that device was foggy. The event occured during the procedure while surgeon was in the joint scoping and no back up device was available. No patient injury was reported.